Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the keypad cover was torn/punctured and missing/peeling. It was reported that the ok, up arrow and down arrow keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2014 with the following findings: the pump was returned with a torn keypad cover. During testing, the ok, up and down arrow keypad button contacts were observed to be missing. The contrast keypad buttons was intermittently responsive. The contrast button contact was removed and contamination was found under the contact. Unrelated to the initial complaint, the audio bolus button was hard to push. The bolus button cover was removed and contamination was found on the button contact. Also unrelated, the display screen was dim and discolored.